Manufacturer narrative:
One device was received. During visual inspection, no discrepancies were detected. During functional testing, a leak was detected in the medication bag. The complaint was confirmed. The cause was due to a tear, cut, hole. It was unknown what caused the damage. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device started leaking when pumped. The event occurred during manufacturing, immediately on use. The event took place inside the cleanroom at the customer¿s manufacturing site. The device was handled by a cleanroom operator. There was no patient involvement, and no human harm reported.